Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. No sample was returned to kimberly-clark for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Other: device not returned to kimberly-clark by the customer.

Event description:
Kimberly-clark received a report stating, "et tube cuff migrated up into the patient's vocal cords. The shaft became very soft and malleable and clinician could not advance the tube. The shaft "coiled" in the back of the patient's throat. Patient had to be extubated and reintubated." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).